Event description:
It was reported that an impella 5.5 was implanted slightly deep in the patient. Attempts to reposition the pump were unsuccessful. After implantation the patient began to decompensate. The patient was put on ECMO support to improve low impella flows. The patient was successfully weaned from the impella and survived.

Manufacturer narrative:
A5, race, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿.

Manufacturer narrative:
The investigation of positioning issues, access site bleeding, and low pump flow has been completed. The impella device was not returned for evaluation. The data log showed no signs related to motor current spikes or positioning issues during the case run. Several suction alarms were noted throughout the case run without any observed motor current spikes or positioning alarms. The placement signal exhibited a trending/fluctuating pattern during the case run, and some intermittent drops in pump flow. According to the clinical notes, the patient had volume issues and was on venovenous extracorporeal membrane oxygenation support during pump use. The cause of the low pump flow issue was most likely patient condition, based on data log review and provided clinical details. The cause of the access site bleeding issue and positioning issue were not determined since the product was not returned and sufficient clinical information was not provided. B.5 information was inadvertently omitted on initial manufacturer device report number 1220648-2025-29910. H.6 health effect - clinical code 4582 was erroneously entered on initial manufacturer device report number 1220648-2025-29910. Health effect - clinical code 1888 and health effect - impact code 4641 were inadvertently omitted on initial manufacturer device report number 1220648-2025-29910.

Event description:
It was noted postoperatively that there was bleeding concerns which were resolving. Plans were made to initiate heparin.